Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. No frozen display noted during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the screen was frozen; she changed the battery and the insulin pump alarmed button error. Customer stated she keeps the device in her bra. Blood glucose value was 224 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.